Manufacturer narrative:
Other relevant device(s) are: product ID: 9735225r, serial/lot #: (B)(4), UDI#: (B)(4). Hardware analysis of the returned computer found computer graphics card failure.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735225r, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. It was reported that the issue was confirmed and the system computer was replaced. The system then passed the system checkout and was found to be fully functional. System mfg date was unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. There was no patient involvement. It was reported the surgeon monitor failed and showed a pixelated image. While onsite on (B)(6) 2019, it was determined that the system computer actually failed. The issue was suspected to be due to the graphics card due to the pixelated image (also reported as hardware failure of hard disk). The monitor was determined to be fine, but the computer kept rebooting. The next steps would include replacement of the computer, full installation of the system software, and microscope calibration. The system was down from (B)(6) 2019 until (B)(6) 2019. No complications were reported/anticipated.